Manufacturer narrative:
(B)(4). Additional information requested but unavailable: did the patient receive any blood products? If yes: how much blood products did the patient receive?

Event description:
It was reported that during a total laparoscopic lobectomy procedure, the surgeon notifies that he uses the powered vascular stapler, and at the time of stapling in the vessel this is bleeding. The staples were not formed correctly and there was no hemostasis necessary, the surgeon passed a point with suture to stop bleeding. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) video analysis: video was provided. The length of the video is about 12 seconds. During the video, bleeding can be appreciated and a device performs suction on the zone. Staples of b-form shape are noted on the tissue. Based on the video alone bleeding is confirmed, however no malformed staples were noted during the video. There is not enough evidence in the video to determine root cause. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the sales rep provide us additional information about the event: the surgery lasted an hour and a half more because the bleeding did not allow good visibility. The doctor says that the staples were not closed properly, they remain in the form of 8. Did the patient receive any blood products? No;